Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative requested replacement of the charger boards 1 and 2. The parts were sent out for replacements. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system's batteries would not charge. There was no patient present when this issue was identified. No further details regarding this issue were provided.

Manufacturer narrative:
Correction: upon further review, it was found that this MDR was filed in error and is a duplicate to MDR # 1723170-2017-01433. Please see this MDR for initial report and any follow-up reports.